Event description:
Had monovisc injections in both knees on (B)(6) 2024 at (B)(6)). The next morning, I woke up with severe back pain, to the point that I couldn't stand up. I live with my son, I called for his help, he retrieved my computer chair so I could go to the bathroom, then scoot around the house as needed. This lasted for over two weeks, then finally subsided. I believe I've had previous severe back pain after monovisc injections in my knees, but never put two and two together. After this time, because it lasted so long, I checked side effects of monovisc and noted that "back pain" is a listed side effect. I had my knees injected on (B)(6), 2025, this time with synvisc-one, and didn't have any side-effects. I talked to my physician assistant (pa), (B)(6), that gave me the synvisc-one injections about the severe back pain, he said he had never heard of it before. I told him it is a listed side effect. I'm not sure whether he reported it or not.